Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The sensor was reprogrammed and a sim vivo test (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message, "replace sensor," when scanning the adc freestyle libre 2 sensor. On (B)(6) 2021 as a result, the customer "couldn't run and not react" and was unable to treat themselves and was provided unspecified treatment by a family member for hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message, "replace sensor," when scanning the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer "couldn't run and not react" and was unable to treat themselves and was provided unspecified treatment by a family member for hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message, "replace sensor," when scanning the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer "couldn't run and not react" and was unable to treat themselves and was provided unspecified treatment by a family member for hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.